Event description:
The complainant reported that a 24 fr replacement gastrostomy tube was in place for over 4 months. After that time, the balloon could not be deflated or inflated. The patient underwent an endoscopic procedure to have the tube replaced, but no information has been given to explain why an endoscopic procedure was performed rather than making a puncture or slit in the balloon channel to release the water in the balloon. Once the ballon is deflated. The tube can easily be removed and replaced with a tube that does not require and endoscopic procedure for replacement. The inability to deflate the balloon (release water from the balloon) may occur due to yeast from the patient's skin or the caregiver's hands, breaking down the balloon channel. This may be minimized by good care of the tube and proper hygiene. The patient did not experience any serious injury or illness associated with the event, however, and additional medical intervention was performed to remove the tube.